Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician attempted to slit the catheter sheath, but the slitter came out of the sheath, which left an edge on the catheter and it tore the insulation of the lead while the physician was manipulating the lead to finish the slitting. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.